Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the backup battery required replacement. The field service engineer observed a minor leak of battery electrolyte from the primary battery casing. Despite the leak, the pyxis device remained fully operational without any error messages or system alarms. A new replacement battery was installed. The hardware test application (hta) power system diagnostics were performed and completed successfully. After service, the device functionality was confirmed, and no alerts were present. The operation was verified by the customer and found to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user requested for battery replacement. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.